Manufacturer narrative:
Inspected one opened/used sensor and found sensor whole. Unable to confirm customer received sensor damage due to customer returned opened/used. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was removed from patient's body and sensor cannula was missing. The customer's blood glucose value was 206 mg/dl. They also received sensor updating alert. The customer reported that the sensor cannula fractured while in the body and no longer in the body. The sensor will be returned for analysis.